Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that introducer has malformation on the gray part and does not allow wire to thread. Add info received on 21-jul-2023. Directly involve patient, the introducer wouldn¿t thread into patient because of the burr on the end of it. The attempts made to thread introducer failed and trauma in trying to use it as we normally would may have caused some damage and I¿m sure increased the risk of dvt. We were able to drop a introducer kit onto sterile field and use a new introducer which thread easily into patient and allowed us to finish his PICC line insertion at bedside.

Event description:
It was reported that introducer has malformation on the gray part and does not allow wire to thread. Add info received on (B)(6) 2023. Directly involve patient, the introducer wouldn¿t thread into patient because of the burr on the end of it. The attempts made to thread introducer failed and trauma in trying to use it as we normally would may have caused some damage and I¿m sure increased the risk of dvt. We were able to drop a introducer kit onto sterile field and use a new introducer which thread easily into patient and allowed us to finish his PICC line insertion at bedside.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.